Event description:
Md was using medtronic sinus disposable items. Rotable fusion rad 40 ref#1884006em. Item broke during use. The inner cannula snapped and made the outer cannula wobbly. A second one was given to dr. To use and it broke also. Caused no harm to patient.